Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a picu blood transfusion it was notice the tubing appeared punctured. The rn stated, "the tubing was first primed with normal saline and no leakage was noted. The tubing was then primed with blood and initiated administration via the alaris IV pump. Within a few minutes, the blood was noted leaking from the cartridge to the IV pole and down to the floor. When the tubing was removed from the alaris pump, a small puncture was noted in the actual tubing before the disc area that holds the tubing in the pump." Although the devices were sequestered, the set was not saved. No other patient event details are known, and there was no harm to the patient as a result of the event.